Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), the breath delivery unit (bdu) pcb, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during a patient use, the 840 ventilator graphic user interface (gui) displayed loss of communication error codes. The patient was transferred to another ventilator. There was no reported patient injury.